Event description:
The customer reported to beckman coulter that there was a blue fluid leak of approximately 1.5 cup from the back of the coulter act diff 2 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. Upon inspection of the analyzer, the fse found probe wipe completely clogged and cleaned the probe wipe with bleach and was able to clear the obstruction which resolved the leak. Upon further inspection, the fse discovered that the instrument generated "vacuum error" and platelet (plt) background tests were failing intermittently as a result of the diluent pump not being able to deliver enough diluent to the analyzer. The fse replaced the diluent pump and performed decontamination procedures, resolving the plt background issue. After repairs completion, the fse verified the instrument's performance. One failure mode was related to the clogged probe wipe and the second failure mode was related to the diluent pump. (B)(4).